Manufacturer narrative:
H10: per the servicemax record, the quote had been cancelled, and no further actions were performed by philips. Insufficient information is available to determine the resolution of the event. The record was closed without the device being repaired. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a leak that was not appearing on the screen. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a leak that was not appearing on the screen. Onsite service was requested.